Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the fentanyl with concentration 200.0 mcg/ml was being administered at a dose rate of 84.36 mcg/day as of (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The pump and catheter were returned to the manufacturer.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-may-23. It was reported that the doctor had difficulty accessing his pump around (B)(6) 2018 and was manipulating it manually at that time to access it, but nothing was done at that time. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-mar-2017, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 200 mcg/ml fentanyl at 50 mcg/day. The reason for use was not reported. It was reported that the pump seemed loose in the pocket. Environmental/external/patient factors that may have led or contributed to the issue included that patient stating that he manually flipped the pump in the pocket. There were no diagnostics/troubleshooting performed. Interventions/actions that were taken to resolve the issue included a pocket revision being scheduled and when the pocket was opened on (B)(6) 2019 it was discovered that the entire catheter was wrapped around the pump in the pocket. The catheter was replaced and would be returned to the manufacturer for analysis. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ there were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
Pump- the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Catheter - the catheter was returned in segments and passed with acceptable testing. No anomalies were identified. Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.